Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the occurrence of the event could not be determined. Root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image of the hd 3cmos autoclavable camera head disappeared when connecting the camera to the monitor at the beginning of a therapeutic otolaryngology ess procedure. There was no delay and the procedure was completed with the camera. The customer noted the device was not inspected prior to use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found deterioration of main unit connection and connector part electric contact corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.